Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak associated with pd treatment. The patient called and reported an encoder flag error warning during a fill. The patient also reported seeing fluid leaking from the cassette module area of the cycler. The technical services person told patient to stop using the cycler and a new one was issued. The patient knew how to perform manual treatments and had the supplies to do so. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak associated with pd treatment. The patient called and reported an encoder flag error warning during a fill. The patient also reported seeing fluid leaking from the cassette module area of the cycler. The technical services person told patient to stop using the cycler and a new one was issued. The patient knew how to perform manual treatments and had the supplies to do so. In a follow up, the patient's pd nurse verified the fluid leak event and said there was no harm, intervention or adverse event for the patient. The cycler set is not available to return.